Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was explanted due to a non-specific product performance issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Further information was received that the insulation of the lead was broken. Upon receipt, the leads under complaint were subjected to an extensive analysis. Dextrus 53 - sn (B)(6). The lead was found cut 7 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 18 cm proximal to the lead tip. Furthermore, the lead tip was found pulled out from the ring electrode and the fixation helix bent. These deformations probably occurred during the extraction procedure due to tensile stress. Dextrus 60 - sn (B)(6). The lead was found cut 7.5 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through between 22 and 10 cm proximal to the lead tip and at 32.5 cm proximal to the lead tip. Furthermore, the lead tip was found pulled out from the ring electrode and the fixation helix bent. These deformations probably occurred during the extraction procedure due to tensile stress. Based on the characteristics of the above-mentioned insulation damages of both leads, it is reasonable to assume that the leads were subject to severe mechanical stress due to constant friction against each other in the implanted state. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Further information was received that the insulation of the lead was broken. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.